Manufacturer narrative:
(B)(4). The tech support engineer (tse) troubleshot the issue with the customer over the phone. The customer found that the exhalation flow sensor (evq) was not seated correctly therefore, the ventilator could not detect the evq being installed. The customer reseated the evq, performed extended self-testing on the device and all tests passed.

Event description:
It was reported that, a 980 ventilator generated an exhalation flow sensor error message. The ventilator was not in use on a patient at the time of the reported event.